Event description:
It was reported by getinge fse that during preventive maintenance, the fiber optic connector of cardiosave intra-aortic balloon pump (iabp) was broken. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field - d5, h6(medical device ¿ problem code). It was reported by the getinge field service engineer (fse) during preventative maintenance (pm) that the cardiosave intra aortic balloon pump (iabp) had a broken fiber optic connector. The fse discovered that the fiber optic connector was broken, and the unit was otherwise fully functional. The issue was resolved by replacing the broken fiber optic connector. There was no patient involvement. All operational, safety checks and calibrations were performed.